Event description:
The customer reported that the device was sealing during a total abdominal hysterectomy, the surgeon proceeded to seal again and it did not complete the cycle because the jaws could not be reopened and the device would not cut. The surgeon opened another device to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.